Event description:
During a device change-out, externalized conductors were observed via fluoroscopy. The pace/sense portion of the lead remains implanted as the lead was intact and working properly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.